Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 350 mg/dl with nausea/ fatigue/extreme drowsiness. During troubleshooting, customer support found no potential cause of a perceived inaccurate delivery issue. Time and date were correct. Basal and bolus history were as expected. The patient was referred to a health care professional for diabetes management. This complaint is being reported because the patient experienced hyperglycemia related to a training/misuse issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.